Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the stenosis of the lca post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (severe valvular calcification, severe mac) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during to a transfemoral tavr procedure, due to the severe calcification at the left coronary cusp (lcc) and the risk of occlusion of the left coronary artery (lca), a guidewire and balloon catheter were inserted in the lca prior to valve deployment. A 26 mm sapien 3 valve was then deployed with nominal volume in a final 80:20 aortic/ventricular (a/v) position at the non-coronary cusp (ncc) side and 90:10 a/v position on the lcc side. Trivial to no paravalvular leak (pvl was observed. Blood flow at the lca was confirmed. An attempt was made to remove the balloon catheter; however, it was stuck at the lca. Coronary angiography confirmed stenosis at the lca caused by the calcification on the cusp. Plain old balloon angioplasty (poba) was performed twice using the balloon catheter. The balloon catheter was then able to be removed. Intravascular ultrasound (ivus) was attempted to confirm the patency of the artery, replacing the guidewire with the ivus wire; however, the wire could not pass. The angle of the lca ostium was changed when the calcification was pushed and the calcification itself was blocking the pass. Since the blood flow at the lca was not a problem, the procedure was completed. The native annular diameter measured 21.6 mm x 28.8 mm by CT with a valve area of 470 mm2. Severe valvular calcification was reported.